Event description:
A report was received that the patient underwent a pocket revision. The patient had a non-device related lost weight and the pocket site began to bulge causing discomfort. The physician adjusted the pocket and the patient was reportedly doing well after procedure.